Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 lead, implanted: 2012-06-14. (B)(4).

Event description:
It was reported that there is some difficulty with ventricular sensing. The right ventricular (rv) lead exhibited diminished r waves. The lead was reprogrammed and remains in use. Also, the right atrial (ra) lead was showing some variance in p wave measurements. The lead remains in use. Follow up was obtained from the physician indicating that an x-ray was performed and it was negative. No patient complications have been reported as a result of this event.